Event description:
A malfunction alarm was reported by the customer, with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Customer support provided information to reset the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reappeared, with the customer acknowledging this guidance.